Manufacturer narrative:
This report was filed by the manufacturer. Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the affected product be received for evaluation.

Event description:
Customer reported in the adult oncology unit, the texium primary tubing leaked at the bonded texium hub onto the patient. Etoposide 170 mg in 500 ml 0.9% ns was infusing over 1 hour. There was no patient harm or medical intervention. Although requested, no additional patient event details were provided by the customer.